Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User does not utilize the cgm option of the t:slim g4. There were no bolus requests made on (B)(6) 2017. There were no erratic basal rate adjustments. The only insulin delivered buy the pump over the two day period was basal delivery. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of below 20 mg/dl and 34 mg/dl. Reportedly, the customer required assistance from the wife by bringing juice to the customer as the customer felt too weak to retrieve the juice himself. The cause of the bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.